Event description:
It was reported that the infusion device produced an occlusion error and the patient experienced a hyperglycemic event. The mother reported that they changed the accessories and were unable to clear the occlusion error. The mother reported that the patient was spilling ketones and that she was treated with 18-19 units of lantus. The mother transported the patient to the hospital. The patient's mother did not know when the patient was last able to successfully bolus on the pump prior to going to the hospital. Patient's normal basal rate is 0.4 units per hour. The patient received high results on her aviva combo system, but the exact results were unknown. At the hospital, the patient was admitted into the ICU and was diagnosed with diabetic ketoacidosis. The patient was treated with an IV insulin drip. Caller did not know how much insulin was delivered by IV. The blood glucose results obtained at the hospital were not provided. The patient was hospitalized for two days. The infusion device was requested to be returned for product evaluation.